Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into tech services inquiring about a patient's implantable cardioverter defibrillator (ICD) and "why the pr logic sinus tach (st) rule didn't work right" and how to prevent the device from withholding therapy for ventricular tachycardia (vt). The patients recent remote transmission was reviewed an potential programming changes were suggested. Follow-up was completed with the patients clinic. The patient was recently seen in-office and programming changes were completed as well as medication adjustments in an effort to better control the patients arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.